Event description:
It was reported that the patient experienced a seizure twice within the last year after turning the spinal cord stimulation on after not having the device turned on for a year. The patient also stated that the seizures coincided with the non-device related computerized tomography (CT) scans however, the cause of the seizures is unknown. Additionally, the patient experienced anxiety relating to the seizures. No further information has been able to be obtained regarding this event.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2024

Event description:
It was reported that the patient experienced a seizure twice within the last year after turning the spinal cord stimulation on after not having the device turned on for a year. The patient also stated that the seizures coincided with the non-device related computerized tomography (CT) scans however, the cause of the seizures is unknown. Additionally, the patient experienced anxiety relating to the seizures. No further information has been able to be obtained regarding this event. Additional information was provided that the patient underwent an explant procedure due to her anxiety and no longer felt like she needed the device. The patient was doing well postoperatively. The explanted devices will not be returned as there was no boston scientific representative in attendance for the procedure and therefore the devices were unable to be obtained at the time of the event.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(6); batch: 21447885. Product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(6); batch: 21447885.